Event description:
It was reported that "blood was found in the helium line of the iabp, and the iabp balloon was considered ruptured, and could not be used any longer, and was withdrawn from use, and the patient's vitals were still stable, and there were no significant fluctuations in blood pressure or heart rate". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "blood was found in the helium line of the iabp, and the iabp balloon was considered ruptured, and could not be used any longer, and was withdrawn from use, and the patient's vitals were still stable, and there were no significant fluctuations in blood pressure or heart rate". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a.